Event description:
The customer reported one-hundred seven (107) false negative results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022. This MFR. Report addresses test ninety-eight (98) of one-hundred seven (107) and lot 177694 (total quantity: 7). The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2022 on a nasal sample with the kit swab. Pcr confirmation testing (platform: perkin-elmer) generated a positive result and was performed within 48 hours. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The patient was symptomatic and was not known to be covid-19 positive at the time of testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer, routine testing was being performed in non k-12 schools and non long-term care facilities and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
Patient identifier: (B)(6). Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 177694 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 177694 and test base part number 195-430h / lot 170725. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 177694 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. Related MFR. Report numbers: 1221359-2022-04101 through 1221359-2022-04207.